Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
In the morning of (B)(6) 2016 customer tested with aviva meter and same vial of test strips, within ten minutes: 2914 mmol/l, 18.0 mmol/l, 11.2 mmol/l. Meter and test strips requested for further investigation. No adverse event alleged.

Manufacturer narrative:
The strips were returned outside of the vial and were therefore damaged and could not be tested.